Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen lymph nodes".

Event description:
Patient reported swollen lymph nodes in the breast area since the implant. The status of the device is unknown. Left side.